Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. The pt info is the average for all the pts. At this time no additional info was available, additional info regarding the pts and devices has been requested.

Event description:
Literature: rathore r, safran h, soares g, et al. Phase I study of hepatic arterial infusion of oxaliplatin in advanced hepatocellular cancer: a brown university oncology group study. Am j clin oncol. Feb;33(1):43-46. Summary: the authors performed a phase I study to evaluate the feasibility and determine the maximally tolerated dose of hepatic arterial infusion (hai) of oxaliplatin in advanced hepatocellular carcinoma (hcc). Twenty-three pts were enrolled in this study between (B)(6) 2004 and (B)(6) 2007. Of these, 17 pts completed 2 cycles of therapy within protocol parameters and were evaluable for toxicity assessment. No pt had persistent neuropathy though infusion-related paresthesias and dysthesias were seen as expected. No cases of vessel occlusion, partial or otherwise, were reported. The median survival for this group is 12 months. Reportable event: one pt developed pneumonia in the setting of a normal white blood cell count, which was successfully treated with intravenous antibiotics during a short period of hospitalization.